Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the paint was chipping on the arm at the junction with the plastic cover as well as on the ring. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2024-0000614) is a duplicate of the issue reported under manufacturer¿s reference number: ot810367 (report number: 9710055-2023-00326). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00326). The correction of b5 describe event or problem and h3b device not eval provide code fields deems required. This is based on the internal evaluation. Previous b3 date of event: 12/02/2024 corrected b3 date of event: 04/21/2023. Previous b5 describe event or problem: getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the paint was chipping on the arm at the junction with the plastic cover as well as on the ring. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Corrected b5 describe event or problem: getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the paint was chipping on the arm at the junction with the plastic cover as well as on the ring. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is the same as already reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00326). Following the detection of the issue in april 2023, the quotation was not accepted by the customer and the issue has not been resolved. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: device problem already known, no evaluation necessary.

Event description:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the paint was chipping on the arm at the junction with the plastic cover as well as on the ring. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is the same as already reported under manufacturer¿s reference number: ot810367 (report number: 9710055-2023-00326). Following the detection of the issue in april 2023, the quotation was not accepted by the customer and the issue has not been resolved.